Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported patient has not charged the ipg in over a year. In turn, the ipg was deemed inoperable. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.